Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the surgeon reported the ems stapler misfired numerous times. It occurred when the surgeon tried to partially fire the stapler to expose the stapler legs. The surgeon then completed the firing cycle and no staples would come out. The case was completed without incidence and a total of three ems staplers were used. There was no conseqence to the pt.